Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the bolus wizard amount were overridden and the customer was not doing that. The mother also stated that the insulin pump gave a bolus at night without his intervention. The caller mentioned that the device alarmed no delivery multiple times. After reviewing the report two days, it showed that the customer used the bolus wizard seven times, and it was only one time where it shows the insulin estimate delivery amount was changed. The customer requested a replacement. No further information was provided.